Manufacturer narrative:
Pump passed displacement test, self test, active current measurement and sleep current measurement. No failed battery test noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on (B)(6) 2024 05:19:07.000 in pump downloaded history. The electronic assembly, battery cap and battery tube were inspected and moisture damage noted. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube, and corroded home switch. The p-cap/reservoir does lock properly. No failed battery test noted during test. Confirmed cosmetic damage to the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the back of the pump and failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and customer reported battery failed alarm no harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1885 was returned for analysis.